Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc, catalog number: 3503501bc, serial number (B)(4), lot number: 7348442 on the left breast implant and with gel mentor memorygel breast implant 350cc, catalog number: 3503501bc, serial number: (B)(4), lot number: 6859463 on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced capsular contracture. The patient had fully recovered after the outpatient surgery. Original surgery was 17 years ago siltex 350cc saline filled to 405cc bilaterally, catalog number and lot number are unknown. In addition, it was reported to mentor that the patient noticed capsular contracture, then a visible deflation, no known trauma. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the patient code capsular contracture for report date (B)(6) 2018 was reported incorrectly. The code is not necessary as it was previously already reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed parallel lines of shell wear on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent was discovered on the posterior view measuring approximately 0.3 cm. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/18, it was reported to mentor that the patient experienced capsular contracture baker¿s grade ii on the left breast implant and capsular contracture baker¿s grade IV on the right breast implant. There were no complications. Manufacturer¿s reference number: (B)(4).